Event description:
The device was used during an anterior resection procedure. Reportedly, the device was applied across the distal rectum and a stapleline did not form. The surgeon resected tissue at the application site and converted to an "ap" resection to complete the procedure. The hosp has reported the pt's condition is satisfactory.